Manufacturer narrative:
Product complaint # (B)(4). Batch # n55h7j. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # n55h7j. Per photographic evaluation: upon visual inspection of a photos, the following was observed: the photo shows an ils 29 device from top view with the washer half only and the safety partially disengaged. In addition, it can be seen the lot # n55h7j with serial number (B)(4). Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested, and the following was obtained: can you please clarify what was meant by, ¿the cartridge color of the stapler was gold¿? Was ¿cartridge color¿ referring to the where the indicator was located within the green gap setting scale prior to firing? Yes. The cartridge color of the stapler was gold, which means that the height of the staple is located the center of green gap setting scale.

Event description:
It was reported that during an open sigmoidectomy, the device had a difficulty in being removed from the patient when the adjusting knob was rotated by one rotation to remove the device. The device was used between the colon and the rectum. Then, the knob was rotated additionally in counterclockwise direction, and the device was removed forcibly. The mucous membrane of the posterior wall at the anastomosis site was torn, and additional suture was performed all over the staple line to complete the case. There were no adverse consequences to the patient. The device could be fired properly. The colon was swollen intensely. The cartridge color of the stapler was gold, but the surgeon commented that the target tissue was thick which should be stapled with black cartridge. No further information is available.